Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd phaseal¿ protector p14j has been found experiencing leakage during use. The following has been provided by the initial reporter: when drawing bortezomib(chemo), it leaked from between the protector and the vial. Hcp used assembly fixture and it fit to the vial properly.

Event description:
It has been reported that one bd phaseal¿ protector p14j has been found experiencing leakage during use. The following has been provided by the initial reporter: when drawing bortezomib(chemo), it leaked from between the protector and the vial. Hcp used assembly fixture and it fit to the vial properly.

Manufacturer narrative:
Investigation summary: one sample was returned to our quality team for investigation. The product was evaluated, the needle of the protector was found to be detached from the protector housing and bent. The aluminum cap of the vial was also noted to be damaged, the needle penetrating the stopper off center. Functional testing was performed and while the bladder did not function, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Product is visually and functionally testing throughout manufacturing according to procedure, including leakage testing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It appears the incident may have occurred as a result of poor connection between the protector and vial. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.